Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6: component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The single complaint was reported with possible multiple events. There are no additional details regarding the additional events. Additional information was requested, and the following was obtained: please clarify how many needles came off from the suture during this one procedure? If the quantity is unknown, please clarify if it was more than 1. Answer: unknown, more than 1.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle was coming off from the suture, and the team went through several packs. Replacement needed. There were no adverse consequences reported. Additional information was requested.